Manufacturer narrative:
Eds drainage (ID 821731c) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported: "eds3 system was being used on a patient. Patient icp was also being monitored with a non-integra icp sensor/transducer and ge patient monitor." Integra's account manager was contacted by the anaesthetic nurse on (B)(6) 2023 regarding the accuracy of eds3c when set up for icp monitoring. The account manager said they would speak with the professional education manager and get back to them. Then, in a second conversation, when relaying the product information back to the customer, the nurse confirmed there had been a patient death. The account manager said they need to report the information. The nurse responded with that it was very likely to be ¿human error and not related to eds3c¿. The account manager reiterated 3 times that they would like to report it but the nurse remained reluctant to give any further details. Additional information from sales representative. In another conversation of the integra's account manager with the neuro anum for theaters: "he said that the patient had not had an icp reading taken in recovery and was finally done on the ward when it was found to be high. He said it wasn¿t product related so wouldn¿t share any further information. I explained why the information was needed but was unable to get anything further."

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.